Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1 - a4: patient information not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a t2-t3 fusion - possible revision t4-s2 (CT-flouro registration) case, the first screw (right side, t3) appeared to be inferior (unknown mm) by the surgeon. Navigation appeared to be accurate. The manufacturer representative attempted to take a second snapshot to see if accuracy would improve, but it did not work. The surgeon aborted the use of the guidance system and proceeded freehandedly and with flouro. The arm board moved before the lateral shot. The surgery was delayed by less than 1 hour. There was no impact on the patient outcome. (B)(6) 2023 iud x2(other): no new information. (B)(6) 2023 15:16 email(rep): no new information. (B)(6) 2023 12:46 email(rep): no new information. (B)(6) 2023 16:16 email(rep): no new information. (B)(6) 2023 email (B)(6) 2023 12:03 (rep): no new information.